Event description:
It was reported that the customer was hospitalized due to high blood glucose. It was stated that the customer's glucose level was fine at bedtime, and when the customer woke up the blood glucose was 20.5 mmol/l. The customer took a bolus and ate breakfast, but a couple hours later the blood glucose meter was reading "hi". The customer then took add'l bolus with the insulin pump and also with an insulin pen. It was stated that the customer was unable to lower the blood glucose and went to the hosp. Troubleshooting was performed. Ran a fixed prime test and the insulin exited. Performed the high pressure test and the test passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.